Manufacturer narrative:
Alleged failure: the burr broke but was making strange noise and smoking and the readings in the crossfire were incorrect. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be excessive loading for an extended period of time without suction. It is also possible that a clog of the bur suction path hole would cause blockage of the fluid path, creating excessive heat buildup in the inner shaft and exposing the heat shrink to the heat enough which causing it to loosen. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device broke during the procedure. All pieces were retrieved.